Event description:
During testing at the use facility, the device delivered more than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.